Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: burnt distal end plastic cover. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a degradation problem was identified regrading the sheath coming off the distal tip. Regarding the burnt distal end plastic cover, a environmental temperature problem was identified. The most probable cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the bronchovideoscope exhibited the sheath is coming off the distal tip, its exposing internals. The issue occurring during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.